Event description:
Boston scientific received information that this right atrial lead exhibited high pacing impedances above 2500 ohms due to a lead fracture. The patient had reported having strong heart palpitations and noted intense dizziness, however, no adverse patient effects were reported. Surgical intervention was performed at a later date to replace the lead.

Manufacturer narrative:
The lead was surgically abandoned and replaced. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Additional information was received that since the lead itself would not be returned, electrocardiogram strips were reviewed to evaluate the event. The strips were reviewed and it was confirmed that loss of capture had occurred along with high impedance observations along with suspected conductor fracture. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.